Event description:
It was reported that a lotus edge valve delivery system kink occurred. A 27mm lotus edge valve system was prepped with the nosecone properly seated. A right femoral artery access site was gained. However, upon insertion into the isleeve, resistance was felt. As the implant team watched the insertion on the screen, the physician noticed they had a kink in the lotus edge valve system. The lotus edge valve system was removed and the procedure was completed successfully using a 29mm non-bsc valve. The patient had no complications.